Event description:
A 2.5mm diameter by 24mm length s670 stent delivery system was inserted to treat a 95% calcified lesion in the left anterior descending artery. It was reported that seven days post insertion the stent had thrombosed and there was tissue prolapse within the stent. The prolapse was treated with the insertion of another s660 stent and the thrombosis was treated with a s670 stent insertion. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. No further info was available regarding this incident. Separate medwatch reports have been submitted for each device involved in this event.